Event description:
It was reported that patient faced an event where infusion set fell off during use on 22-apr-2026 and it has been in use for one day.

Manufacturer narrative:
MDR 3003442380-2026-20850 / initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.